Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not reproduce the reported device failure to charge its internal battery. Review of the data logs revealed a system fault error message (sf 180) indicating a battery charger fault and revealed that the device internal battery was exposed to temperature below specification. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the device events were due to device operation outside of the specified temperature range. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.